Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3 the retain test str:ips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed inaccurate results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the issue with the meter started at 8:30pm on (B)(6) 2016, when she obtained an alleged inaccurate blood glucose result of "98 mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (self-adjuster). She reported that after obtaining the alleged inaccurate result, she administered 3 units of an unspecified brand of insulin. She claimed that she "passed out in the middle of [the] night", coming to at 2:58am on (B)(6) 2016. She reported that at 3:00am on (B)(6) 2016, she ate a "piece of candy" to treat her symptoms. She denied checking her blood glucose levels using any other device. During troubleshooting, the cca established that the patient's test strips had been stored correctly and the meter was set to the correct unit of measure. However, the patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.